Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found the lens haptic torn with red residue on the lens. Patient code 3191: no code available (suture added). Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - at a follow up visit it was reported that the corneal edema resolved, the suture was removed on (B)(6) 2019 and corneal edema at the incision site was of normal post-op conditions. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -12.00/1.5/105 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced with additional suture on (B)(6) 2019 for a longer length lens due to low vault with rotation. This resolved the problem. Cause of the event is reported as patient related factor. Lens "was too small for the patient eye, so the lens turned and ended up at the wrong axis. I thought it was patient related, not related to the icl itself." Per patient's last visit (B)(6) 2019; "corneal oedema only at the incision site plus 1 suture at the incision site. The suture will be removed in one month." Reportedly lens exchange was to get higher vault and prevent future rotation.